Event description:
Extreme symptoms I have had worsening symptoms since implant. Chronic fatigue to severe chronic fatigue, extreme night sweats that have worsened over time, brain fog, forgetfulness, nausea, headaches, body aches, swelling of breast, tenderness, the list goes on. I have had flu tests, covid tests, other test to no avail. I have suspected implant sickness and this has become a real life struggle. I have lost 3 jobs due to sickness and fatigue. But I keep trying. I want these implants removed to see if my quality of life returns. I have had many test with no positive results. My thyroid is at proper levels and ok yet I have trouble swallowing. I can get a the report of test and doctors report if needed. Extreme symptoms. FDA safety report ID #: (B)(4).